Event description:
Routine complaint investigation when a consumer reported receiving a low blood glucose reading of 126 mg/dl on the blood glucose meter when compared to a lab comparison of 255 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.